Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary ceramic head used for revision head exchange on in situ exeter stem (no sleeve on used trunnion). Ceramic head has broken and patient required revision surgery to remove head and debris.